Manufacturer narrative:
(B)(4). No devices were returned for evaluation. Imaging was not submitted for review. There is no indication or allegation of a device malfunction contributing this event, there for a device history record review is not performed. Per the instructions for use (IFU), valve malposition is a known potential complication associated with the transcatheter valve replacement procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a native mitral valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, during deployment, the valve locked into calcium, and the team was unable to move it more ventricular. This event is not reportable. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by field clinical specialist, the first 26mm sapien 3 first valve was placed too atrial in the native mitral valve (off label) using the ultra delivery system. A second valve was placed more ventricular. There was no performance issues reported with the edwards delivery system or valve. They attempted to place it less atrial, but it ended up locking in to the calcium and they were unable to move it during the deployment.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Event description:
As reported by field clinical specialist, the first 26mm sapien 3 first valve was placed too atrial in the native mitral valve (off label) using the ultra delivery system. A second valve was placed more ventricular. There was no performance issues reported with the edwards delivery system or valve. They attempted to place it less atrial, but it ended up locking in to the calcium and they were unable to move it during the deployment. Patient was stable at the end of the procedure and was transferred to ccu for post op care. Over the next three days, the patient developed aspiration pneumonia, lower gi bleed and was reintubated on four days post procedure due to hypoxemia and flash pulmonary edema.  The mitral valve diastolic gradient was 9mmhg, right ventricular failure and moderate-severe tr were also noted.  The patient was treated for a respiratory condition, and was extubated eleven days post tavr.  The patient continued to have sob and had not improved significantly despite dobutamine for right ventricular support. Comfort care measures were provided, and he died in hospital with family at bedside.

Manufacturer narrative:
UDI: (B)(4). No devices were returned for evaluation. Imaging was not submitted for review. There is no indication or allegation of a device malfunction contributing this event, there for a device history record review is not performed. Per the instructions for use (IFU), valve malposition is a known potential complication associated with the transcatheter valve replacement procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a native mitral valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, during deployment, the valve locked into calcium, and the team was unable to move it more ventricular. This event is not reportable. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.